Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that shaft leak occurred. The 75% stenosed target lesion was located in the non calcified and mildly tortuous middle of left anterior descending (lad) artery. After deploying a 2.5mm x 28mm promus premier stent, a 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for post-dilation. Dilatation was performed three times at 12 atmospheres and it was confirmed under angiography that contrast media leaked from a part near the guide wire exit port of the device. Blood flowed back into the inflation device. However, the balloon did not rupture. The procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed outer shaft hole.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with no other devices. There was blood in the inflation lumen. The balloon was loosely folded. The inner and outer shafts were torn 3mm at the guidewire exit notch. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).